Event description:
The service report shows that while performing an evaluation of the device, the nellcor puritan bennett factory service technician found the audio alarm inoperative and the volumes out of spec. The technician inspected the device and replaced the audio alarm assembly and cup seal, respectively. The unit passed extended testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.